Manufacturer narrative:
Patient ID and weight are not available for reporting. Other device product code used: fsm. Product investigation was completed: the protection sleeve shows various heavy damages. There are visible marks and scratches on the whole outside of the shaft. The front side was maltreated with a hammer or similar instrument. All described nonconformities/damages are not related to the manufacturing process but caused during mechanical mishandling. The relevant outside diameter for this complaint event was measured in the most undamaged area and found to meet the specifications. The specification as per the valid technical drawing is given to be 11.98 +0/-0.02 mm, the measured diameter is 11.98 mm. The device history records review shows that the device met fully to our specifications at the time of manufacturing in may 2014 and there were no issues that would contribute to this complaint condition. The root cause is determined to be excessive use and mechanical overloading. All described nonconformities/damages are not related to the manufacturing process but caused during mechanical mishandling. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Lot of 100 pieces was released based on step 0060 of the work order. No deviation nor any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distributor was giving instruction to the nurses preoperatively. When the distributor installed the protection sleeve to the insertion handle, he could put it in but couldn¿t take it out by hand. Eventually, he hammered the protection sleeve to remove it from the insertion handle. As a result, the tip of the protection sleeve was smashed and the screw didn¿t go through the sleeve during the surgery. As the surgeon tried inserting the screw several times, the thread of the screw possibly became worn out. For that reason, the surgeon re- drilled the hole and inserted the screw. The surgery was prolonged about 40 minutes. The surgeon broadened the protection sleeve by round nose pliers, re-inserted the nail a little shallower and then shifted the screw hole. No information about patient condition received. It was reported that the procedure was successfully completed and no fragments were generated. Concomitant reported part: 1x nail (part and lot number unknown). This report is 1 of 3 for (B)(4).